Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had lagged, and cubies were failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was lagging when tried to open and cubies had failed to open. A field service engineer (fse) found that the position sensor for the drawer was not reading its open position, fse replaced it, but the issue persisted. Fse then replaced the drawer controller board twice, and after performing manual firmware updates in hardware test application (hta), the drawer began functioning correctly. A test was run in hta and passed, and the user successfully recovered the drawer and completed a full inventory. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.